Event description:
Per the clinic, the patient developed an infection subsequent to a fall, resulting in the decision to explant the device. The device was explanted (B)(6), 2013, and the patient was reimplanted with a new device during the same surgery. It was also reported that the device is not available for analysis.

Manufacturer narrative:
(B)(4): device is not available for analysis.